Manufacturer narrative:
H3: one device was received for analysis. Service history review identified no relevant history. The reported issue was confirmed, however upon further investigation, a lifting downstream occlusion (dso) seal. The dso seal was replaced. The device then passed all tests after repair.

Event description:
The customer returned the product for down arrow key was working intermittently and a scratched liquid crystal display (lcd) lens, during physical inspection it was found that the downstream occlusion (dso) seal was lifting. There was no patient involvement.